Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes; d10: returned to manufacturer on: 03-nov-2023. D4. Medical device lot#: 3145828; d4. Medical device expiration date: 29-feb-2024; h4. Device manufacture date: 25-may-2023.

Event description:
Report 3 of 7 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No adverse event reported. The following information was provided by the initial reporter: "fx 442021 molecular fp c tropicalis; sequence numbers: (B)(4)."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Medical device lot # 3145828 device available for eval? Yes returned to manufacturer: (B)(6) 23 h.6. Investigation summary: catalog: (B)(4) batch no.: (B)(4) customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 3 of 7 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No adverse event reported. The following information was provided by the initial reporter: "fx (B)(4) molecular fp c tropicalis sequence numbers: (B)(4). "

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
Report 3 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No adverse event reported. The following information was provided by the initial reporter: "fx 442021 molecular fp c tropicalis sequence numbers: (B)(4)"